Event description:
Philips received a complaint from the customer reporting that the v60 ventilator had a touchscreen that was unresponsive on the top half of the screen. There was no patient involvement when the issue occurred. No patient or user harm reported. Onsite service was requested, and is pending. Investigation is ongoing.

Manufacturer narrative:
H10: a philips remote service engineer (rse) noted that the customer's v60 ventilator had a touchscreen that was unresponsive on the top half of the screen. Onsite service was requested. A philips service engineer (se) noted that the touchscreen was replaced, and a full performance verification test (pvt) was performed. The device was returned to service.